Event description:
A hospital reported that they were unable to insert the heater wire adapter into the inspiratory tube of the rt200 adult breathing circuit, because the heater wire pins were bent. This was found prior to use. No pt consequence was reported.

Manufacturer narrative:
The product referred to in this complaint is not sold in the USA, but it is similar to a product which is sold in the USA. Method: the complaint device was visually inspected for damage to the heater wire connector pins. Results: both pins on the inspiratory limb were bent, making it impossible for the heater wire to be inserted into the adapter. Conclusion: an improvement was made to the production process to prevent bent pins passing the production test. The defective device could have been produced prior to the upgrading of the testing probes. We have received other complaints of bent heater wires with an occurrence rate of approx 0.0015% worldwide for the last year.